Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient called into the office for a reprogramming session. The patient was asked if the stimulator was still working and they said yes. The patient reported that at some point with stimulator was removed because it was too big and catching on things. Another stimulator was put in. The patient did not have dates. The manufacturer representative met with the patient on (B)(6) 2016 for the reprogramming session with their current stimulator. During the reprogramming session the manufacturer representative was unable to interrogate the implantable neurostimulator (ins) and found that the patient no longer had the manufacturer's product implanted. The patient's new system was from another manufacturer. The patient indicated that their battery had been replaced, but was unclear if their entire system had been explanted. The patient and health care professional (hcp) did not have any further information about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.